Manufacturer narrative:
Insulin pump received with cracked and bleeding glass on lcd board. Insulin pump received with cracked case at display window corners. Insulin pump received with minor scratches on lcd window.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose levels were not included in the report. Customer stated that the display crystals are messed up and he can only read half of the screen. Customer stated that a new battery did not resolve the issue. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.